Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by providing the customer with a good condition pre-used mobile cart from getinge's loaner stock. The fse noted the customer was satisfied. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the paint on the handle of the cs100 intra-aortic balloon pump (iabp) was noticed to be peeling and/or coming off. There was no patient involvement, and no adverse event reported.